Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillator electrodes. The customer states that during the synchronized cardioversion, when applying 200 joules to revert the heart rhythm, the electrode concentrated the energy in the borders causing a 1st degree burn to the pt¿s chest. The patient was treated topically with flamazine on the affected area. The treatment was applied by the nurse at the electrophysiology service under medical supervision of the electrophysiologist doctor. The patient was then referred to their family physician for follow up. According to the supervisor, the burns were moist. They were not blistering, they were red and white in color and a bit painful to touch.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.